Event description:
Related manufacturer reference number: 2017865-2023-95737. Related manufacturer reference number: 2017865-2023-95738. It was reported that the patient presented for a scheduled implant procedure. During the procedure, three different right atrial lead implants were attempted. For each lead, after deploying the helix in place, the leads would then dislodge. The leads were unable to be re-positioned as the lead's helix would not retract. The leads were not used, and ultimately a new lead was implanted successfully to complete the procedure on (B)(6) 2023. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and the inner coil over torqued in the connector region consistent with procedure damage. Electrical testing was normal.